Event description:
Due to the extreme angles of the aorta and iliac arteries, the operator decided to place an aortouni-iliac graft configuration to repair an abdominal aneurysm. The main body graft was placed at the infrarenal aorta and the ipsilateral iliac leg graft was deployed with a good overlap, landing just proximal to the internal iliac artery. A retrograde angiogram taken showed a type I endoleak at the seal zone of the ipsilateral iliac leg graft. An iliac leg graft was selected and deployed within the existing leg graft to extend the distal seal zone to the internal iliac artery. With the placement of the leg graft for additional length, the endoleak was sealed off. Converter and occluder were deployed without complication. However, the occluder was misplaced in the vessel, occluding the left internal iliac artery. Post placement angiogram also noted a leak around the occluder. Several attempts were made to correct the endoleak utilizing a balloon catheter, but was unsuccessful. Final angiogram performed detected a type iii endoleak between the main body graft and the converter. A main body extension was placed with one stent body in the main body and one in the converter. Extension was ballooned several times, but a slight endoleak was still apparent. Operator decided to conclude the procedure and continue to monitor the endoleak status. A cut down was performed on the left common iliac artery to remove the occluder. Vessel was then surgically occluded proximal to the internal iliac artery. A femoral to femoral bypass was performed to restore blood flow to the left leg. Please refer to 1820334-2004-00541 and 1820334-2004-00542 for additional information.